Event description:
Cna transferring resident to bed from wheelchair using arjo sara lift. Resident let go of two support bars and straps came up under arms and around neck. Resident lost consciousness momentarily but was revived quickly. Due to another condition requiring anti-coagulant. Resident bruising was quite extensive. In addition it was later determined that resident's collar bone was fractured.